Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316280. Medical device expiration date: 2021-08-31, device manufacture date: 2020-11-11. Investigation summary: no samples or photos were returned by the customer in support of this complaint. 10 production lot in-house retention tubes samples were draw tested from lots 0316280 and 0345721. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the retention testing. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: per email: at south lot #345721 was underfilling, lot #316280 was underfilling.